Event description:
It was reported that, "the surgeon would not use due to score marks on sterile package as he felt is was no longer sterile."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.